Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 65 months ventricular loss of capture was reported. The lead was capped and replaced. No adverse patient side effects were reported. Should additional information become available, this event will be updated.